Manufacturer narrative:
Philips investigated this complaint and came to the following conclusion: a philips field service engineer (fse) troubleshot this issue and confirmed this problem. The fse replaced the digital visual interface matrix switch 16x16 and this resolved this issue. Development analyzed the supplied log file and could confirm that the video connection failed (¿error: fatal: video switch reconnection failure¿). Conclusion of the analysis: the fse replaced the dvi matrix switch 16x16 and this resolved this issue, it was concluded that the dvi matrix switch 16x16 caused the reported issue. Based on trending analysis there is no exceptional replacement rate for this item. No similar occurrences were found in the philips complaint database. Therefore we take no further action in this matter.

Manufacturer narrative:
The field service engineer (fse) troubleshot this issue and confirmed this problem. The fse replaced the dvi matrix switch 16x16 and this resolved this issue. Development analyzes the supplied log file and could confirm that the video connection failed (¿error: fatal: videoswitch reconnection failure¿. When the investigation has been completed philips will inform the FDA

Event description:
Philips received a complaint from the customer in which was stated that they experienced on (B)(6) 2016 no image on the flexvision screen. This was at the start of a procedure and a restart didn't resolve this issue. The patient was under general anesthesia and the procedure was postponed.